Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: asphere m spec 11/13 36 -3 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; unknown hip acetabular cup; srom stm std 36+12l 13x18 hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges that the patient experienced severe pain and discomfort. Update: 10/23/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update (B)(6) 02 may 2018: in addition to what were previously alleged, ppf alleges elevated metal ions. Added patient's harms, account name, facility name, revision surgeon and updated patient's initials. Corrected explant date and event date. Added stem due to the alleged elevated metal ions. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 3076058. Device history review: a device history record (DHR) review was conducted on (B)(4).